Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to replicate the reported issue. The fse confirmed the presence of an error log on the tower touchscreen related to error 41113. However, the log around this error wasn't uploaded to the server, making it inaccessible through artemis and lighthouse. The issue was escalated to product support. The fse then cleaned and reseated the firefly cable connector to the common compute controller (ccc) on console 2, after which the system functioned correctly. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that error 41113 occurred during an operation. When the "restart" button was pressed, there was no response from any of the carts, prompting the use of the power button on the vision cart to restart the system. After restarting, the system prompted for the removal of instruments, and once they were removed, the system started up properly. Additionally, it was noted that the surgery was converted to laparoscopic surgery earlier than planned due to this issue. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the conversion did not result in increasing port size incision or adding additional ports. The patient tolerated the change well. There was no injury to the patient.

Manufacturer narrative:
The probable root cause cannot be determined based on the information available. The fse confirmed the error in the logs but was unable to replicate the issue.

Event description:
Refer to h11 for follow-up information.